Event description:
The customer reported that the systems' timers would not count and the system was not sounding fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep flashed and reloaded the generator nodes. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.